Manufacturer narrative:
(B)(4).

Event description:
It was reported that review of the merlin.net transmission revealed high capture thresholds and high pacing impedance on the left ventricular lead. No patient symptoms were reported. The patient was brought to the clinic for further evaluation. Chest x-ray was normal. No intervention was performed at this time.